Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that patient faced infusion set leaking by upper membrane on (B)(6) 2025. The insertion site was hip. The infusion set was in use for one day. No further information is avaliable.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6002730, in question was manufactured at the reynosa site. Device history record (DHR) review: the 6002730 was manufactured according to the work instruction (wi) version 77 manufactured in the line multivac 12, on 15/aug/2023, with a total of (B)(4). Assembly: the lot 3h00388 was assembled according to wi version 26 on-line inspection for assembly of quick set on 14/aug/2023, with a total of (B)(4) units. The lot 3h00726 was assembled according to wi version 26 on-line inspection for assembly of quick set on 15/aug/2023, with a total of (B)(4) units. The lot 3h00725 was assembled according to wi version 26 on-line inspection for assembly of quick set on 14/aug/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.